Manufacturer narrative:
PMA/510(k) # k142688. Device evaluation: the complaint device was not returned therefore a document based review will be performed. Lab evaluation: n/a. Image review: n/a. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot number c1828705 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1828705. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for (ifu0077-4). Root cause review: a definitive root cause for the customer complaint could not be determined from the available information. A possible root cause could be attributed to the needle breaking during the second pass due to device handling as the endoscope was used in a slightly angulated position. Summary: complaint is confirmed based on customers testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends. Projects or capas open for this issue: CAPA 217973.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor claimed that the needle broke from the sheath while he was using midway of the procedure. The needle could not be retrieved inside the device, the sheath is rendered dysfunctional. Only first time pass was successful & biopsy collected. This occurred during the second pass. The device was removed from the scope, the procedure was completed by using competitor's needle and it was successful. Did any piece of the device remain inside the patient¿s body? No. Did the patient require any additional procedures due to this occurrence? No. Did the complainant inform of any adverse effect(s) on the patient due to this occurrence? No. Did the complainant inform that the product caused or contributed to the adverse effect(s)? No. 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Handle end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Less than 2cm 4. If not with the device in question, how was the procedure performed and/or finished? Needle from competitor. 5. Was the device used in a tortuous position? No. 6. Are images of the device or procedure available? No. 7. Was the device damaged in packaging before removal? No. 8. Was the device damaged on removal from packaging? No. 9. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? Olympus, linear eus scope. 11. Was the scope recently serviced / repaired? Yes. 12. Was resistance felt while inserting the device through the scope? No. 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? After 1st pass and to proceed with the 2nd pass. 14. Was the syringe used during the procedure, after the stylet was removed? Yes. 15. Was difficulty experienced while retracting the needle? Yes, it cannot be retracted. 16. Was it possible to fully retract before removing the needle from the patient? No. 17. Was gaining access to the target site difficult? No. 18. Was the endoscope in a flexed or twisted position at any time during the procedure? Slightly angulated. 19. Was puncture of the target site difficult? No. 20. Was the stylet partially removed when advancing into the target site? No. 21. How many samples were obtained with this needle? One (1). 22. Did any section of the device detach inside the patient? No. 23. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 24. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? The sheath cannot be locked & needle cannot be retracted. 25. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. 26. If the device is a procore, is the kink located distally at the notch / core trap? No any kink reported at the core trap. 27. Is the patient known to be covid-19 positive? No.